Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon (B)(4) (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported difficulty lifting a flap during a lasik procedure. The flap creation procedure went smoothly. It was extremely difficult to lift the flap. A button hole defect centrally on the flap was noticed. The patient has a follow up appointment scheduled for a photo refractive keratectomy (prk) or photo therapeutic keratectomy (ptk) to resolve corneal issues. Additional information has been requested.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on the assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).